Event description:
As the catheter was advanced over the wire, the tip separtated from the body of the main catheter. The malfunction occurred outside the body thus there was no injury to the patient.